Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during device testing. However, during disassembly of the device to determine root cause, the technician observed external damage consistent with mis-handling. The lcd display was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device's screen turned completely white and was illegible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.